Manufacturer narrative:
UDI: (B)(4). The lot was unknown. Investigation summary: the complaint device was not returned; therefore, unavailable for a physical evaluation; however two photos were provided. Upon visual inspection of the photos, it was observed that the device was inside its transparent blister, the needle was still connected to the deployment gun. However, it was not possible to determine if the device had a damage, the second photo was showing the suture completely taken out of the needle, the plates were not shown in the photo. The customer did not provide more photos and details in regards the failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photos provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6)that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the omnispan meniscal repair 27deg device was not fired while in use with the meniscal deployment gun device after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.